Manufacturer narrative:
(B)(4). Exact date of event not provided only that the patient was seeing fuzzy at the first post op exam. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zmb00 15.0 diopter, was performed. At the first post op exam the patient was seeing fuzzy. The physician realized it was a 0.49 myopic miss. There was no incision enlargement or injury to the patient. The lens was replaced with the same model but a 14.0 diopter. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in two parts. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to the lens explant process. The returned lens sample was observed with the characteristic of zmb00 with a circular zone (ring design) across the optic. Due to the condition of the returned lens the reported customer's report of blurry, myopic¿could not be verified in the lens. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. There were no associated non-conformity reports found in the manufacturing record review. A search on complaints revealed there were no additional complaint related to the production order. Labeling review the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Health care professional: yes. Occupation: nurse. Age/date of birth: (B)(6) 1968. Gender/sex: female. Initial reporter: dr. (B)(6) (additional reporter) health care professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.